Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, post paced t-wave oversensing was noted on the rv channel. Programming changes were discussed. The patient is stable with no adverse event.

Event description:
Additional information indicates that programming changes were made and the patient was stable throughout.